Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a severely tortuous segment of the distal lcx across a bifurcation. Without pre-dilatation of the target lesion, the complaint device was inserted into the patients body, but at some point, it was noticed that the stent was dislodged proximally. The displaced stent was successfully removed from the patient by inflating the balloon of the complaint delivery system.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be determined.